Event description:
It was reported that the flow rate of the arctic sun device is intermittently measured as zero. Per review of wo on 19apr2023, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on (B)(6) 2023, repaired the device on the field and replaced a circulation pump assy. The issue was resolved. If a circulation pump made pressure, they should detect that. But did not detect any pressure. It was a circulation pump problem. After that they replaced a circulation pump, it worked normally.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. When tested this device by bypass mode, the flow rate was zero but the circulation pump command was 100%. Circulation pump assembly was replaced. After replacing circulation pump assy, this device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. A DHR is not required as this is not an out-of-box failure. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow rate of the arctic sun device is intermittently measured as zero. Per review of wo on (B)(6) 2023, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on (B)(6) 2023, repaired the device on the field and replaced a circulation pump assy. The issue was resolved. If a circulation pump made pressure, they should detect that. But did not detect any pressure. It was a circulation pump problem. After that they replaced a circulation pump, it worked normally.